Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 23 mg/dl. The customer low blood glucose happened on (B)(6) 2015 while admitted to the hospital for heart problems. The customer was advised that the glucose was traveling rapidly and that can cause discrepancy between the blood glucose and sensor glucose readings. The customer understood and will speak to healthcare provider as well.